Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since the needle was placed in a different positon as intended, with the brainlab device involved, although: there is no indication a systematic error or malfunction of the brainlab device; corresponding measures to minimize this anticipated risk as low as reasonably practicable are already in place; the hospital confirmed that the surgery was completed successfully as intended and that there was no negative clinical outcome for the patient. According to the results of brainlab investigation and the information provided by the hospital, the overall system accuracy (degree to which the virtual display of position information conforms to the actual position of patient anatomy/instruments) was not as high as desired by the user for this specific surgery. Further, it can be concluded that a shift of the patient head in the head holder occurred (as the patient's back in the lawn chair position was not well supported), leading to a deviation of position information in the navigation software. Apparently, the resulting shift between virtually displayed data and the actual patient anatomy was not detected during the required accuracy verification performed by the user, as verification was not performed at (multiple) meaningful anatomical landmarks. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to offer an additional training to this hospital.

Event description:
A drainage of two brain cysts was performed with the aid of the brainlab navigation device. During the procedure, the surgeon: positioned the patient in lawn chair (sitting) position; performed registration of the patient (to match the virtual display of preoperative scans to the actual patient anatomy) with unsatisfactory result; performed new registration, verified accuracy and accepted registration; navigated to planned burr holes, made incisions, and drilled holes; verified trajectory, inserted needle and attempted to drain first cyst; realized a deviation of 2-3mm (as no cystic fluid was draining); completed the surgery with the aid of navigation. The hospital (surgeon) confirmed that the surgery was completed successfully as intended and that there was no negative clinical outcome for the patient